Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a teflon infusion site after an infusion set change, with blood glucose reaching 244 mg/dl and later trending down to 192 mg/dl on cgm; the prior site bled upon removal. Investigation included customer care troubleshooting and education regarding cannula fill and guidance to monitor and change the infusion site if glucose did not decline. Investigation of this case revealed an unclear cause of the hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that device function was not confirmed to be at fault and the root cause could not be determined at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.